Event description:
Customer stated that the insulin pump returned a low battery alarm. Customer reported that she then attempted to remove the battery cap, but was unable to. After using a quarter to attempt to remove the battery cap, the customer is still unable to. Customer had a low blood glucose level of 30 mg/dl and treated with orange juice. Blood glucose level was 44 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump received with stripped battery coin slot. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.